Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt was complaining of pain. The surgeon was concerned about infection and took cultures which were negative. It was found during the revision that the articulating surfaces of the insert were in good condition. The anterior aspect of the stabilizer post was pretty beaten/chewed up. The insert was removed and replaced with a 12 mm insert."